Event description:
Patient reported the infusion device does not correctly provide low battery or occlusion alerts and turns off by itself. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint can be verified. There is a short-circuit on the energy supply path of the insulin pump electronics. The short-circuit has been caused by conductive material (e.g. Tin-solder) within the insulin pump housing. Tin-solder splashes can build-up during the soldering process of the electronic components. This behavior can occur temporarily since solder splashes are distributed randomly. Due to this defect, the pump shut down out of run mode and restarted always with error e8. From that moment, the pump no longer delivered any insulin. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully. The e4 occurs if the force, measured by the force sensor, is too high.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.